Manufacturer narrative:
No information was captured and the customer's age and weight were not provided. The model # was not provided.

Event description:
A nurse from the (B)(6) reported that their patient obtained a blood glucose reading of 1.6 mmol/l on the contour meter. The patient's clinical condition did not align with the reading, therefore, a repeat testing was performed within one minute and a reading of 6.1 mmol/l was obtained. There was no allegation of an adverse event. The nurse was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the in-house contour meter was tested with the in-house contour test strips from lot # 9jj3b01c using a blood sample, which gave a satisfactory performance.